Event description:
It was reported that a spectrum pump was alarming "upstream occlusion!" When no occlusion was present. It was further reported that this pump was taken out of a critical care area because of this problem. The customer reportedly tried to test and calibrate the pump, but was unable to do so because the device would not stop alarming for upstream occlusion. Furthermore, it was reported that while attempting to test the pump the customer did not use any IV set extensions or add-ons and did not notice any air bubbles in the IV line. The customer attempted to test the device using water. Finally, it was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter and the reported false upstream occlusion error was confirmed. The pump was tested and was found to not meet specification concerning this deficiency. The problem was caused by a failed upstream sensor/pusher, and this part was replaced.